Event description:
The pt's family member reported a blank screen on pt's pump. Family member did not note any alarm prior to this, but noticed the blank screen first thing in the morning. Family member replaced the batteries but the pump did not respond.